Manufacturer narrative:
The device was returned to edwards and is pending evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information a 27mm 7300tfx valve was explanted after an implant duration of seven (7) years due to moderate to severe mitral regurgitation secondary to device mobility restriction and pannus formation. The device was explanted and replaced with a 27mm 11400m valve. The device was originally implanted for mitral regurgitation s/p mitral valve replacement. The device was returned for evaluation. Patient was reported to be recovered. Patient also underwent re-do aortic valve replacement during the operation.

Manufacturer narrative:
Added information to d4, h3, and h6. H3. Device evaluation: customer reports of pannus and mobility restriction were confirmed. Customer report of regurgitation was unable to be confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue overgrowth was minimal at the outflow aspect. A suture remained attached to the sewing ring.

Manufacturer narrative:
Corrected b5, d1, and d4. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Customer reports of pannus and mobility restriction were confirmed. Customer report of regurgitation was unable to be confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue overgrowth was minimal at the outflow aspect. A suture remained attached to the sewing ring. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
A 27mm 6900ptfxj valve was explanted after an implant duration of seven (7) years due to moderate to severe mitral regurgitation secondary to device mobility restriction and pannus formation. The device was explanted and replaced with a 27mm 11400m valve. The device was originally implanted for mitral regurgitation s/p mitral valve replacement. The device was returned for evaluation.